Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke, bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous report of driveline infection was reported under medwatch MFR# 2916596-2014-00324. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 8 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with right upper extremity weakness and tremor and weakness to the right lower extremity. The patient was subsequently diagnosed to have a small lacunar stroke. After discussion with the neuro and cardiac surgery team, it was decided to not restart the patient on anticoagulation due to a significant history of previously unreported hematuria and gastrointestinal bleeding. The patient was discharged back to the rehabilitation facility and returned for a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2015 to fix his significant aortic insufficiency. A left heart catheterization (lch) was performed for pre-tavr workup on this admission. The patient had also been thrombocytopenic for an extended period of time but platelets trended down to approximately 60 x 10^9/l. It was reported that patient would follow up with hematology/oncology as an outpatient. The patient continued with doxycycline due to history of driveline infection. It was later reported that the patient expired on (B)(6) 2015 due to complications related to the tavr procedure. Reportedly, the tavr was not required due to lvad therapy and it was needed for unrelated, unspecified issues with the aortic valve.